Manufacturer narrative:
Additional information: device manufacture date: september 7, 2016 ¿ september 9, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed the film-wrap was missing. When the film-wrap is missing, during fill, fluid will go directly inside the housing and the bladder would not inflate. The reported condition was verified. The cause of the reported condition was determined to be manufacturing assembly error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ¿flew¿. The device was filled with fluorouracil. This was observed prior to use. There was no patient involvement. No additional information is available.